Manufacturer narrative:
The customer reported of getting communication loss on seven tiles on the central nurse's station (cns). They reported that these were all located on the same multiple patient receiver (org) and they had rebooted the central nurse's station (cns) already. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported of getting communication loss on seven tiles on the central nurse's station (cns). They reported that these were all located on the same multiple patient receiver (org) and they had rebooted the central nurse's station (cns) already. No patient harm was reported.